Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment. Unrelated to the complaint, investigation revealed that the pump case was cracked near the top right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the pump was "acting up". No specific malfunction was alleged, and there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the possibility that the issue may result in an inaccurate insulin delivery. .